Event description:
The customer reported the system displayed a generator error code. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A printed circuit board was replaced. The system was then found to be operating as intended.